Manufacturer narrative:
Investigation evaluation: the complaint could not be confirmed. The returned device was opened and closed outside an endoscope and the clip moved freely with only a slight click as it approached the fully closed position. The device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to simulate a worst case position. In this endoscope position, the clip would not open without back and forth movement of the device sheath in the endoscope. The clip was closed on two layers of simulated tissue and was successfully deployed by applying an expected amount of force to the handle spool. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state: "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic clipping procedure, the physician used a cook instinct endoscopic hemoclip. The user was clipping a post polypectomy site in the sigmoid colon. The nurse had her hand on the "red neck" of the clip catheter as the physician passed the clip through the endoscope. The clip opened easily once through the endoscope channel. The clip was positioned over the polypectomy site and closed. The user was happy with the clip placement, and went to deploy the clip. The user said they "squeezed the handle as hard as she could, and she could not get the clip to deploy." The doctor completely straightened the endoscope and still could not get the clip to deploy. The doctor took over the clip handle to attempt to deploy, and was also unable to get the clip to deploy. They then tried to open the clip to remove it from the tissue. They could not get the clip to reopen. The physician pulled on the closed clip to remove it from the tissue, causing trauma to the tissue. The procedure was completed by using two new instinct clips to close the polypectomy site. The following was received on 11/07/2017: according to the nurse, the user was applying additional clips in response to the trauma caused by the clip. Only one clip was desired for the polypectomy site, and an additional clip was needed due to the trauma.